Event description:
It was reported that there was malfunctioning equipment in the operating room (or) during a procedure affecting the deep brain stimulation (dbs) lead. It was noted the malfunctioning equipment in the or was not related to the boston scientific dbs lead per the physicians assessment and is unable to provide further information sighting health insurance portability accountability act (hipaa). The patient underwent a procedure where the lead was replaced with another of the same model. Physical analysis of the dbs lead was not performed as it was disposed by the facility. The patient did well post-operatively.